Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The reported event has been made not reportable.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The reported event has been made not reportable.

Event description:
It was reported that the patient was revised due to rotator cuff failure. All implants were removed and replaced with a reverse shoulder system. No further information is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.